Manufacturer narrative:
The root cause is the zoom factor used by the transmission reconstruction engine is incorrect. The transmission reconstruction engine does not apply the acquisition zoom factor stored in the dicom header. Instead, the zoom factor specified in the "emission filtered back projection (fbp) reconstruction page" is passed to the transmission reconstruction engine. Since the emission fbp defaulted value is 1.0, it is always passed to the transmission reconstruction. This may not be the value stored in the dicom header for the transmission data. If the zoom factor stored in the dicom header for the transmission data is not 1.0, then the transmission reconstruction will be incorrect and could lead to a false negative diagnosis. (B)(4).

Event description:
Vantage attenuation correction data exported to an ebw nm and reconstructed with the autospect pro application incorrectly applies the attenuation map causing artifacts.